Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over (9) nine years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that phenomenon occurred, because the function of the front panel was affected by the faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process the keyboard was not communicating; front panel lights did not turn on due to printed circuit board failure. Also, wear and tear in the housing and outdated software was version 3.01. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The cv-190/ evis exera iii video system center was returned as part of the asset return process. During routine inspection of the device by olympus, keyboard was not communicating; front panel lights did not turn on. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.